Manufacturer narrative:
Product ID 3874 lot# unknown serial# implanted: (B)(6) 2012 explanted (accidently removed): (B)(6) 2012. (B)(4).

Event description:
It was reported that the patient was in critical condition following a trial procedure for pain therapy stimulation. It was noted that the trial implant procedure was normal and it was unclear if the trial was successful in relieving the patient's pain as it was reported that he had good periods of pain control and not so good periods. On (B)(6) 2012, the patient accidently pulled the lead out at his house which was one day prior to the planned removal at the physician's office. The patient notified the company representative that the entire lead came out and that fluid came out also. The patient's sister also reported that "a lot of fluid" came out also which soaked his gauze. The patient was seen the next day at his scheduled trial lead removal appointment by the nurse and company representative. The wound was observed by the nurse and the patient complained that during the last 2 days of the trail and on (B)(6) 2012 he had shoulder, head, neck, and back pain. It was noted that the lead had been placed lower in the spinal column. The patient also complained that he was not sleeping well and thought this might be due to the bandages/tape that was present. He noted that the pain felt like a "pulled muscle." He also stated that he wasn't formulating sentences well at the appointment and his girlfriend agreed that he seemed "off or not normal" at the time. The patient's sister believed that his condition was due to the trial and that they were responsible for not picking up on his symptoms at the time of the (B)(6) 2012 appointment. The patient was admitted to the intensive care unit (ICU) on (B)(6) 2012 and that emergency surgery was performed. The patient was unconscious and was in critical condition. The physician believed that the patient had an epidural brain hemorrhage. It was unclear at the time if the patient would survive. Follow up information received on (B)(6) 2012, reported that the patient was still in the ICU and was becoming more responsive. The physician formally diagnosed the patient with a "berry aneurysm." It was also noted that the patient's girlfriend could tell that the patient did not respond normally on the day the lead was pulled out. The company representative also noted that the patient was having trouble formulating sentences but did not know at the time if this was "normal" for him or not. If additional information is received, a follow up report will be sent.